Manufacturer narrative:
Correction section e initial reporter phone number section g 510k number additional codes added to section h6 evaluation code - result device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation.v one breath delivery unit (bdu) power cable, bd power distribution printed circuit board (pcb), main backplane pcb, direct current (dc)-dc board, battery were returned to medtronic for further analysis. Visual inspection showed no anomalies and/or damage that may have contributed to the event. When each component was attached to the test unit, it was found that the reported event was not duplicated. Analysis determined no fault found as the returned bd power cable and boards were performed without any issues. One of the battery backplane pcb was returned to medtronic for further analysis. Visual inspection showed no anomalies and/or damage that may have contributed to the event. When it was attached to the test unit, it was found that the reported event for the ventilator shutdown with blank screen with bad batteries was duplicated. The analysis found that the ventilator cannot run on battery with bad power battery backplane pcba. One of the bd power controller pcb was returned to medtronic for further analysis. Visual inspection showed no anomalies and/or damage that may have contributed to the event. When it was attached to the test unit, it was found that the reported event for the ventilator shutdown with blank screen was duplicated. The analysis found that the ventilator was unable to power on with bad power control pcba on both ac (alternate current) and battery modes. The power controller board appeared to be faulty. The likely cause of the event was isolated to faulty battery backplane pcb and bd power controller pcb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the device, observed the ¿smell of smoke¿ on the direct current (dc) - dc converter printed circuit board (pcb) and replaced the dc-dc pcb, the battery backplane pcb, the main backplane pcb, the breath delivery (bd) power controller backplane, the bd power distribution pcb, back plane power cable and rechargeable lithium ion battery. The ventilator passed all testing per manufacturing specification and was returned to the customer. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down, the screen was black and the batteries were bad. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.